Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported there was a missed alarm on the cns-6201a, pu-621ra sn:(B)(4). Service requested: evaluation/review of incident. Service performed: log files of the cns was sent to nkc 06/27/18. Investigation determined that there were artifact near the center of the cardiac arrest which were detected as qrs waves. This caused the period of no qrs detection to fall below the set detection range of 2.5 seconds and the cns to not alarm. Investigation result: the root cause of the missed alarm was determined to be artifact in the ECG. Information provided in the operators manual advises the customer that the device cannot always detect arrhythmias with 100% accuracy. It is unknown the software version of the customer's org but noise countermeasure had been enforced in version 04-01 of the org-9100a. Recommendation: customer is recommended to upgrade their org-9100a software if not done so already. The device was operating within specifications. The device was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The biomedical engineer reported that the central nurse's station (cns) gave an incorrect alarm. The ECG dropped off and gave an "irregular rr" alarm when it should have been an "ECG/leads off" or "unable to analyze" alarm.

Manufacturer narrative:
H10: additional narrative: on 06/19/18, robert korte at (B)(6) hospital west reported there was a missed alarm on the cns-6201a, pu-621ra sn:(B)(6). Service requested evaluation/review of incident. Service performed log files of the cns were sent to nkc 06/27/18. Investigation determined that there were artifact near the center of the cardiac arrest which were detected as qrs waves. This caused the period of no qrs detection to fall below the set detection range of 2.5 seconds and the cns to not alarm. Investigation result. The cns warranty began 10/23/13, which is over 4.5 years prior to the reported issue. Review of device history found other reports of the unit not alarming: (1) 300009231 reported 02/05/15 in which the pause alarm was not alarming. The cns detected the pause, however, there was incorrect alarm priority settings. (2) 300009593 reported 02/11/15 in which customer reported alarms were not working on the cns. Unit was returned and nka evaluation found a broken part in the keyboard connector. Alarm and real time problem could not be duplicated. (3) 300103938 reported 11/17/18 in which customer reported cns did not alarm for vtach. Customer was advised on device functionality and settings. Additional information was requested to investigate the issue however customer did not provide information. (4) 300169729 reported 05/07/19 in which customer reported a patient alarmed incorrectly. Further investigation found the alarm settings were not set as desired. There was a reported missed alarm. Investigation found the cause to be artifact in the ECG. Review of tickets opened at this facility found additional issue reported for the pu-621ra alarm: 300102973 reported 11/06/17 in which the cns pu-621ra sn: (B)(6) was reported to not alarm. Review of device history showed the unit alarmed for the event then was silenced. It appears the device functionality and settings may not be not well understood at this facility. The cns operator's manual advises customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. In particular, section 13 "parameter setup" under optimum lead advises that some types of ecgs are difficult for automatic analysis, and heart rate or arrhythmia detection level is not accurate for some patients. In these cases, a procedure is outlined to find the appropriate lead for automatic analysis. It is unknown if this was performed for the patient. If there is any doubt about the arrhythmia analysis, customer is advised to make the monitor relearn the patient's ECG and check that the dominant qrs is appropriate. Arrhythmia detection is highly dependent on leads, lead placement, settings, environment, and patient condition. Although the device was reported to not alarm for an event, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. It is unknown the software version of the customer's org but noise countermeasure had been enforced in version 04-01 of the org-9100a. The root cause of the missed alarm was determined to be artifact in the ECG. Based on the given information, this issue is not suspected to be caused by deficiency of the cns. Corrected information: g4. Date received by manufacturer: should be 06/18/2018 not 07/17/2018 as listed on MDR initial report additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information, correction; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) gave an incorrect alarm. The ECG dropped off and gave an "irregular rr" alarm when it should have been an "ECG/leads off" or "unable to analyze" alarm. The logs files have been requested and are currently awaiting evaluation by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) gave an incorrect alarm. The ECG dropped off and gave an "irregular rr" alarm when it should have been an "ECG/leads off" or "unable to analyze" alarm.